Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error. The customer¿s blood glucose level was 239 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a critical pump error (open book error) and a broken force sensor was detected during seating or regular delivery error alarm found in the formatted history file due to force sensor zero offset out of specification. The force sensor measured. Unable to perform functional tests including displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement, or self tests due to the critical pump error.